Manufacturer narrative:
(B)(4). The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received stuck on flashing medtronic logo with an audio beep alert. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to stuck on flashing medtronic logo with an audio beep alert. Unable to download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep alert. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep alert noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo with an audio beep alert noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no stuck on flashing medtronic logo with an audio beep and vibrate alert noted using a test pcba 2. Stuck on flashing medtronic logo with an audio beep alert was confirmed, suspected on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a minor scratched lcd window, a overlay scratched, a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment which goes down almost at very bottom of the pump. Unable to perform the required testing, download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep alert. Stuck on flashing medtronic logo with an audio beep alert was confirmed, suspected on the pcba 2. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the crack at the battery compartment. Troubleshooting was performed, found the type of damage was a crack, damage occurred during the change of a battery, and was noticed a crack, location of the damage started from the battery compartment it goes down at the very bottom of the compartment. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the device and the insulin pump will be returned for analysis.